Event description:
It was reported by repair work order that when using the unit on the stairs, the upper patient left control handle broke off at the weld point during patient use. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.